Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entanglement occurred. An opticross imaging catheter was selected to visualize the unspecified target lesion. During procedure, the imaging catheter was entangled with a non bsc guidewire and the physician became unable to manipulate the opticross imaging catheter. Thus, the catheter and the non bsc guidewire were removed from the patient as one unit. Furthermore, it was noticed that the guidewire exit port of the imaging catheter seemed to tear. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. Device analysis revealed that there was damage on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection (device received with a guidewire). The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entanglement occurred. An opticross imaging catheter was selected to visualize the unspecified target lesion. During procedure, the imaging catheter was entangled with a non bsc guidewire and the physician became unable to manipulate the opticross imaging catheter. Thus, the catheter and the non bsc guidewire were removed from the patient as one unit. Furthermore, it was noticed that the guidewire exit port of the imaging catheter seemed to tear. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good.